Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer had failed to open. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several devices had edrawers that were not opening. The customer mentioned that the locks were off. A field service engineer worked on all anesthesia machines and the build room, and verified that the locks and keys were functioning correctly. The engineer also reconnected the batteries on multiple units, removed tie straps to resolve bio ID issues, and serviced a station that had experienced water damage earlier that day. The damaged components were replaced, and proper operation was verified. The system functioned as intended after the field service engineer repaired the device.